Event description:
It was reported that the patient had a shocking or jolting sensation. The patient notified their health care provider (hcp) on (B)(6) 2014 that for the previous 2 weeks the patient was being zapped by the stimulation and it was getting worse and worse. The patient did not have any falls or trauma. The patient saw their hcp on (B)(6) 2014 and they turned the device. The patient went to turn it back on on (B)(6) 2014 and had to have an emergency replacement on (B)(6) 2014. The patient was not told by their hcp whether they were having the device analyzed or not. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 4351-35 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type lead product ID 4351-35 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the healthcare provider (hcp) wanted to replace the device because they thought something was wrong with the battery or something shorting. The patient stated that they didn't get the full answers as to what happened. There were no further complications reported as a result of this event. The indications for use were gastric stimulation and gastrointestinal/pelvic floor.